Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually and functional testing was performed. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the there is a leak between the tubing and the safedraw p septum. No patient injury.